Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A squeeze test and underwater leak test revealed a leak through a pinhole in the lower front of the bag. The cause of the condition was determined to be that the bag was spiked or damaged during the compounding process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was leaking in an ivt disposable oxygen bag. The location of the leak was unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.